Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was returned to olympus repair center for evaluation, but not returned to olympus medical systems corp. (Omsc). Therefore omsc could not confirm the device. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. Omsc surmised that this phenomenon attributed to the following. -a connection failure occurred temporarily at the electrical contacts due to the failure of a component of the device. -the user connected the video connector with wet, and electrical contacts were corroded. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device was not returned to olympus medical systems corp. (Omsc), but returned to olympus repair center for evaluation. According to the evaluation, the following was found. Olympus repair center could not reproduce the reported phenomenon. Assessment. Front of the scope connector had corrosion. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
During the preparation for use, error e117 (camera control unit malfunctions) was displayed. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.